Manufacturer narrative:
Due to character limitations in e1 initial reporter- (B)(6). Also, additional initial reporter - (B)(6). Updated fields - b4, e1(event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon arrival fse confirmed reported issue. Touchscreen was calibrated to resolve reported issue.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had power test failed. It was displaying failure code #6. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) had power test failed. It was displaying failure code #6. There was no harm or injury reported.